Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 10/19/2022. Component code: g07002 - incomplete device returned. Incomplete device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one open overwrap packet with one empty labeled winding former and one detached needle that pertain to product code ep8776. The visual assessment of the needle noted that the swage and attachment area was observed as expected. The barrel hole of the needle was examined under 20x magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a av fistura procedure on (B)(6) 2022 and suture was used. During the procedure, the needle popped off of swaged everpoint prolene when surgeon was pulling suture through vessel. A new 6-0 everpoint prolene was obtained. The procedure was competed with no patient consequences. Additional information was requested.